Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after receiving new battery cap. Customer's blood glucose level at the time of incidence was unknown however customer's current blood glucose level was 119 mg/dl. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.